Manufacturer narrative:
The stent delivery system was not returned, the stent was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed in its center and pinched at both ends. The stent was located on the transportation wire inside the stent protector in the as-returned state. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling during the preparations for the intervention. The IFU instructs the user to always pull at the very distal end of the protector to avoid dislocation of the stent.

Event description:
An orsiro drug-coated stent system was selected for treatment. After unpacking it was noticed that the stent dislodged from delivery system before introduction into patient.